Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Clog test was conducted on 7pcs retention samples and all no needle clog fail found.

Event description:
It was reported that while using the bd pen needle it was clogged. The following was received by the initial reporter: verbatim: consumer reported needle clog during injection.

Event description:
It was reported that while using the bd pen needle it was clogged. The following was received by the initial reporter: verbatim: consumer reported needle clog during injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.